Manufacturer narrative:
Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the lumenis pc computer (lpu), main controller pcb attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were all found in good condition. However, field service engineer (fse), who serviced the console on site, recommended to replace these components. The components mentioned were replaced, resolving the reported issue, thus contributing with the reported difficulties encountered with the console, which lead to the procedure been unable to finished as planned.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, it was identified that the console did not pass the self-check and that could be because there was an issue with the board or solenoid assembly. The board was replaced, and the device displayed a new error 61, therefore the main control board (mmcu) and lumenis pc computer (lpu) board needed to be replaced. According to the inspection performed, the reported allegation was confirmed, since the damaged parts could lead to the event experienced by the customer. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the console displayed an error code: 157: laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted, cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
With all the available information, boston scientific concludes that, upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the main controller pcb attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were in good condition. Although, the field service engineer (fse), who serviced onsite the console before, stated that those components needed replacement. After the main controller pcb, attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were replaced, the issue was resolved, confirming the event reported. The damage of those pieces could affect the normal performance of the console, and that could lead to the experience reported. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
With all the available information, boston scientific concludes that, upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were in good condition. Although, the field service engineer (fse), who serviced onsite the console before, stated that those components needed replacement. After the attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were replaced, the issue was resolved, confirming the event reported. The damage of those pieces could affect the normal performance of the console, and that could lead to the experience reported. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
With all the available information, boston scientific concludes that, upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the attenuator board was in good condition and there were no tests performed. When the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, it was identified that the console did not pass the self-check and that could be because there was an issue with the board or solenoid assembly. The board was replaced, and the device displayed a new error 61, therefore the main control board (mmcu) and lumenis pc computer (lpu) board were replaced. Despite the good condition observed, when the attenuator board was replaced, the issue reported was resolved and the device could work as intended. It could be possible that the attenuator board, the mmcu and the lpu board were damaged, confirming the event reported. The damage of those pieces could affect the normal performance of the console, and that could lead to the experience reported. A conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse), the until would not pass self-check and it is not operational as error code 157: laser deck - attenuator not in appeared. The board was replaced and error 61 appeared. Replaced main control board (mmcu) and lumenis pc computer (lpu) board and the error persisted. Changed rj45 and replaced pyro board. Calibrated unit. Checked optics for dust or damaged, not issues. Performed pyro calibration. Checked output power and the output power was in accordance with the service manual. All checks passed and unit is ready for use. The lumenis pc computer (lpu), main controller pcb attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were returned and underwent a thorough analysis. Visual analysis of the lumenis pc computer (lpu), main controller pcb attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two, fuse holder and fuse were all found in good condition and all electrical connections were in good condition. The fuse and fuse holder passed the conductivity testing. No functional testing was performed on lumenis pc computer (lpu), main controller pcb attenuator board one, attenuator assembly, main control board (mmcu) to mirror motor, mmcu to pyro board harness, attenuator board two.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and identified that the issue could be associated to the attenuator board or solenoid assembly damage, as those components are directly related to the error code 157- laser deck attenuator not in. The components were replaced onsite and the event related to the error code was resolved, thus confirming the reported event, which lead the procedure been unable to finished as planned. The fse performed additional inspection of the console and found that the main control board (mmcu), lumenis pc computer (lpu), mmcu to pyro board harness, main control board (mmcu) to mirror motor, rj45 cable and pyro board were damaged and needed replacement. The components were replaced, and the console was working as intended. Regarding, the mmcu and lpu, even though the fse identified both components damaged, the visual inspection at the quality assurance laboratory upon return, indicated that the mmcu and lpu were in good condition. The components mmcu, lpu, mmcu to pyro board harness, mmcu to mirror motor, rj45 cable and pyro board, that were also replaced, are unrelated to the initial allegation reported by the customer. The console device history record showed that the console met all manufacturing specifications prior to release. Therefore, it is unlikely that the additional replaced console components are due to manufacturing.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure the console displayed an error code 157 - laser deck attenuator not in. The device was restarted, and the fiber was changed but the error code persisted, therefore the procedure was finished after the console prompted the error, but it could not be completed since there was not another console to complete the surgery. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
With all the available information, boston scientific concludes that, upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the attenuator board was in good condition and there were no tests performed. When the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, it was identified that the console did not pass the self-check and that could be because there was an issue with the board or solenoid assembly. The board was replaced, and the device displayed a new error 61, therefore the main control board (mmcu) and lumenis pc computer (lpu) board were replaced, but the issue persisted. After that, a new cable was installed but that did not work, therefore a new pyro board was installed and calibrated, also the console was checked and cleaned as needed. The pyro mirror was adjusted, and the console passed all the tests, and it is ready for use. Despite the good condition observed, when the attenuator board was replaced, the issue reported was resolved and the device could work as intended. It could be possible that the attenuator board, the mmcu and the lpu board, lpu kit and pyro board were damaged, confirming the event reported. The damage of those pieces could affect the normal performance of the console, and that could lead to the experience reported. A conclusion code of cause traced to component failure was assigned to this investigation.